Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of myopotential noise. Technical services (ts) was consulted and discussed stored data. Ts noted low amplitude for the patients rhythm. Ts discussed programming options as well recommending further in clinic examination. The device was reprogrammed to primary sensing vector when previously it was in secondary sensing vector when the shock was delivered. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system delivered another shock as inappropriate therapy due to t-wave oversensing. Ts discussed stored data and programmed settings, with some oversensing noted with movement. Ts noted the smart pass feature was disabled and discussed how to reenable it. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of myopotential noise. Technical services (ts) was consulted and discussed stored data. Ts noted low amplitude for the patient's rhythm. Ts discussed programming options as well recommending further in clinic examination. The device was reprogrammed to primary sensing vector when previously it was in secondary sensing vector when the shock was delivered. This device remains in service. No additional adverse patient effects were reported.